Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
No blood glucose levels reported. The customer reported that the screen of the insulin pump went blank. The customer reported pressing the buttons of the insulin pump to bring back the display but every button push just gave out a beeping sound. The call with the customer was disconnected prior to troubleshooting. No blood glucose levels reported.